Event description:
Two polypectomy procedures were initially performed without incident. A few days post procedure both pts returned with rectal bleeding. One pt was readmitted to another hosp and no further details are available. The second pt was admitted and retreated. The pt's conditions are good. No further details are available with regards to the circumstances surrounding these events. The biomed dept at the user facility evaluated the generator and stated the settings were out of calibration. The device was then returned, rec'd and evaluated. Mechanical and performance testing found the device within specs for all modes and tested settings. No electrical problems were found and the unit functioned as intended. The unit functioned as intended and all settings were within spec. User technique may have contributed to this event, however, without further details co cannot determine the exact cause for this event. No pt info was available due to pt confidentiality.